Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6).

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: we received the collection bag connected with the leukoreduction filter. The filter was rinsed with normal saline. The normal saline flowed relatively fast at a flow rate of 40 ml/min. We disassembled the rinsed filter to observe the appearance of filter media (membranes). We noticed creases in the filter media; however, the creases were not different from those observed in conforming products. We did not observe aggregates adhered to the filter media. An airtightness test was performed on the filter in accordance with the following procedures and we confirmed that air leaks were not observed in any locations of the filter. After passing normal saline through the filter, we dyed the filter media with toluidine blue for observation and noticed that the third through fifth filter media were dyed dark. That is, white blood cells were accumulated in these dyed areas. We noticed that some areas of the first and second filter media were not used for filtration. In regard to the production of the product concerned, sealed bags are filled with solution and the line is assembled. These bags are sterilized, stacked, and placed into the blister trays. The top film of each blister tray is heat-sealed. For the leukoreduction filter, filter media are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and to prevent filter occlusion in and hemolysis, standards have been set to control particulate removal rates and cationization levels of each filter membrane. The standards of average cationization levels of laminated filter membranes have also been set and controlled. We reviewed the manufacturing record of the lot number in question and confirmed that no anomalies occurred in any process, and the product in question was manufactured as usual. In addition, we investigated dope material used for the lot number in question and found that the viscosity of pu solution of dope material conformed to the standards. Release testing, including measurements of solution concentration and volume, and a visual inspection, is performed on the product concerned as sampling testing. We therefore reviewed each testing and inspection record of the lot number in question and confirmed that there were no anomalies in all release testing items. The product conformed to the standards. Regarding the retained sample of the lot number in question, three sets were visually examined. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Regarding the lot number in question, we reviewed whether there had been any complaints reported by other customers. The results revealed that complaints against wbc contamination associated with this lot number had not been reported by any other customers as of may 13, 2022. Root cause: the above-mentioned investigation results revealed that there were no abnormalities in the manufacturing records and the testing and inspection records of the lot numbers concerned. The returned filter also revealed no abnormalities in itself. We noticed that the third through fifth filter media were dyed dark with toluidine blue. Therefore, occlusion may have occurred and blood may have been filtered by the filter area which was smaller than usual and the linear speed (flow rate per unit area) increased, and then leukocyte leakage occurred. In addition, we noticed that some areas of the first and second filter media were not used; therefore, it is also inferred that air remained in the filter and blocked the blood flow to those areas of the filter media then the linear speed of flowing areas increased thus leukocyte leakage occurred. The following events may cause air remaining in the filter; however, we were not able to identify the cause. - air included inside the blood bag flow into the filter upon breaking the cliktip. - it takes a long time to perform priming, and air remaining in the filter layers is less likely to move to the narrow outlet side of the filter.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. Donor unit ID: (B)(6).